Event description:
While the clinician was giving a bath to a pt in bed (specifically, washing the pt's hair), the fowler and knee sections allegedly changed position without activation. Reportedly, the lights also flickered. No pt or user injury was reported.